Event description:
It was reported that after a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the defective instruments were found after the intervention, no incident for the patient, no change of instrument during the intervention, no delay, no sealing problem.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the proximal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to manufacturing. The complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.